Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ca2 calcium gen.2 and a second patient sample tested with phos2 phosphate (inorganic) ver.2 on a cobas 8000 c 702 module. No incorrect results were reported outside of the laboratory. The first sample initially resulted in a calcium value of 1.41 mmol/l. The sample was repeated twice, resulting in calcium values of 1.6 mmol/l and 1.76 mmol/l. The second sample initially resulted in a phosphorus value of 2.88 mmol/l. The sample was repeated twice, resulting in phosphorus values of 1.59 mmol/l and 1.59 mmol/l. The calcium reagent lot number was 60814401, with an expiration date of 30-apr-2023. The phosphorus reagent lot number and expiration date were requested, but not provided.

Manufacturer narrative:
The field service engineer exchanged valves and the degasser tank. Precision studies were performed and were ok. The investigation determined the service actions resolved the issue.